Manufacturer narrative:
The field service engineer (fse) replaced the bsv (blood sampling valve) and resolved the issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the blood sampling valve. A definitive root cause is unknown.

Event description:
The affiliate stated the customer reported instrument flagged white blood cell (wbc) vote-outs (non-numerical) results, on patient samples, involving the coulter lh 500 hematology analyzer. The customer stated no erroneous patient results were released out of the laboratory. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.